Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka for ra with the tibial tray in question. During surgery, the surgeon found traces of protective covers on the surface of the tibial tray and dirt on the cone of the tibial tray. The surgeon wiped the tibial tray and used it. The surgery was completed successfully and there was less than 30 min surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination therefore the reported event could not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : DHR review was performed as part of investigation performed in this complaint. Product code 150680004, work order 9595916 was manufactured on 23-september-2020. 20 parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. There were no non-conformances associated with this lot..

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added h6(medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.